Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarm. Customer¿s blood glucose level was unknown. Customer was able to able to clear software error detected alarm. There was hardware low level failure alarm during the self test. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. No unexpected pump error 53 alarm during testing however, the formatted history file confirmed pump error 53 due to a software error. Pump error 63(variable 3) alarmed during self test and confirmed in device history file due to a broken trace at keypad assembly.